Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 12-sep-2022 under work order (B)(4) and sold on 14-sep-2022. Manufacturing record review: DHR-325156 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product was returned on 15-may-2023. The lot number of the returned product matched the lot number reported. The unit was returned on RMA # 344904. Visual evaluation: visual examination of the complaint product revealed that the metal rod had pierced the end of the tip and that the metal rod was bent. Per the manufacturing procedure all tips are 100% inspected and tested on the assembly line. Functional evaluation: complaint product was functionally evaluated and found to function properly. The balloon did inflate. See attached for a picture of the balloon inflated. The irrigation tubing has been cut off of the tip by the customer. There are none of this lot number left in inventory. Root cause: no definitive root cause for this issue could be reliably determined at this time. It would take a significant force to bend the metal rod. A significant force would cause the tip to be pushed towards the distal tip of the rumi. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information is available.

Event description:
As per details reported on mw5116705 (ref- e-complaint-(B)(6) ). "Metal exposed through plastic tip, perforated patient's uterus. No harm due to patient undergoing hysterectomy as scheduled (uterus removed).". 1216677-2023-00078 uterine manipulator tip l uml516 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.